Event description:
Customer stated that on (B)(6) 2014 she had a blood glucose level of about 50 mg/dl. Customer treated with juice to bring it up. Customer was told by her trainer to take levemir about 12 hours before she started the pump. Customer stated that they have made changes to get her to a normal blood glucose level. Customer mentioned that when she inserted the set, the blue top needle guard came off and it inserted the needle sideways. Customer had had her pump replaced several times for falling on a sidewalk, hitting the pump on the counter top, and being hit by her dog. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-96801, 2032227-2014-72782.